Manufacturer narrative:
The (B)(6) patient result posted on a centralink from an advia (B)(6) instrument for (B)(6) after the first two results were (B)(6) on (B)(6) 2018. At the time that the customer reported this issue, the operator was concerned that centralink autovalidated the (B)(6) result. Upon investigation, it was found that the operator validated the (B)(6) result instead of following guidelines to revert to the first (B)(6) result for validation and upload. The operator has been instructed on how to handle this in the future. The advia (B)(6) IFU (10697136_en rev. D, 2017-12) states "repeatedly (B)(6) specimens must be investigated using supplemental tests for (B)(6). In specimens giving indeterminate supplemental test results, testing of a subsequent sample drawn at a later date (such as 1-6 months) is recommended. For individuals who are confirmed (B)(6) for (B)(6) and/or (B)(6), appropriate counseling and medical evaluation should be offered and is considered an important part of testing for (B)(6)." Based on the information provided, the operator did not follow their guidelines. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A patient sample was tested with advia (B)(6) assay three times. The results were (B)(6). The operator manually validated the third (B)(6) result that uploaded into centralink instead of following guidelines instructing to revert and release the first (B)(6) result. The (B)(6) result was not reported to the doctor. The error was caught before the result was sent to the doctor. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant advia (B)(6) result.